Event description:
It was reported that the unit was leaking blood around the attachment port during cleaning. There was no pt involvement or adverse consequences in this event.

Manufacturer narrative:
The device was returned to the MFR and samples were taken of the fluid for further eval. This report will be updated when the eval is complete.